Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 14fr esheath plus was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The following instructions for use (IFU) were reviewed: esheath and commander delivery system, and the device preparation manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of difficulty introducing sheath was unable to be confirmed as no device or relevant imagery was provided. As no lot number was provided, a review of the DHR and lot history was unable to be performed. However, there is no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, "a transfemoral transcatheter aortic valve replacement (tavr) was performed with a 23mm sapien 3 ultra resilia valve/commander kit. There was high-grade stenosis in iliac artery areas on both sides and it was difficult to insert 14 fr. Esheath+ on both sides". Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification". Iliac artery stenosis may cause narrowing of the access vessels, leading to the reported sheath insertion difficulty. In this case, available information suggests that patient factors (vessel size) may have contributed to the reported event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported through the japanese tavi registry reporting system, a transfemoral transcatheter aortic valve replacement (tavr) was performed with a 23mm sapien 3 ultra resilia valve/commander kit. There was high-grade stenosis in iliac artery areas on both sides making it difficult to insert 14 fr. Esheath+ on both sides. An angiography revealed a dissection with delayed blood flow. Endovascular treatment (evt) was performed on the injury sites of the external iliac artery on both sides. As a result, blood flow was improved. On the same day, the outcome was "resolved". Further information cannot be obtained because of hospital restrictions.